Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a motor error alarm and a no delivery alarm on the insulin pump. Customer stated that she ran out of insulin in the reservoir and received a no delivery alarm. Customer changed the infusion set and reservoir but received a no delivery alarm again. Customer did a complete set and reservoir change again and received another no delivery alarm. After the third no delivery alarm, the customer received a motor error alarm. Customer manually pushed the plunger very slowly and stated that the insulin did not exit. Customer was advised to assemble a new infusion the current reservoir. Customer stated that the insulin did not exit the tubing. Customer was advised to try a new reservoir with the current set. Customer stated that the pump did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Customer was advised to return the reservoir.